Event description:
It was reported that a malfunction occurred on the pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions for future reference, after which the malfunction did not recur. The customer was advised to call back if the issue recurred and acknowledged these instructions.